Manufacturer narrative:
Concomitant medical devices: mdt- rv lead.

Event description:
It was reported that the patient experienced diaphragmatic stimulation/twitch from the left ventricular (lv) lead. The device was reprogrammed to decrease the lv amplitude and the lead remains in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the diaphragmatic stimulation/twitch from the left ventricular (lv) lead returned. The lead vector was changed and the twitching could no longer be detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.